Event description:
It was reported that the patient¿s implant was ¿not working and she had let the issue go.¿ the patient stated it was critical for her to find a local health care provider (hcp). The patient was ¿seldom¿ feeling stimulation and the last time the device was checked was one and a half years ago. At that appointment the patient was told that she was close to needing the ¿device battery changed.¿ the patient started feeling less and less stimulation ¿over the past four or five months.¿ follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted the patient planned to make an appointment soon. It was reported the patient¿s implant had not worked for two years. They may need a battery change.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v368682, implanted: 2009-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).